Event description:
Lasik eye surgery on (B)(6) 2023 @ (B)(6). I got a second opinion from another ophthalmologist after having a stabbing pain develop in my eye. The doctor informed me that the lasik procedure had not been performed properly after looking at areas of the flap and noting cells in grow and issues with the flap itself. I have had a second surgery at hopkins since then to have the cells ingrowth removed and I am currently in the healing process from that surgery but the pain has still been the same persistent stabbing feeling from original surgery on (B)(6). I do not know what to do but my pain is so sharp and I am hoping that it will go away or lessen in intensity over the next several months.